Manufacturer narrative:
(B)(4).

Event description:
Approximately (B)(6) 2012, the patient experienced overdose symptoms that were ¿solved independently¿. Patient was receiving intrathecal baclofen via an implanted pump. As of the date of this report, the patient status was reported as alive ¿ with injury.